Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot retraction issue; however the difficulty removing the device and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5fr sheath, after a diagnostic procedure. Reportedly, following suture deployment the foot would not retract. The lever appeared loose and was opened and closed, attempting to close the foot. The handle of the device was opened in an attempt to close the foot; however, this was not successful. The patient was taken to surgery to remove the device and surgically achieve hemostasis. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.